Manufacturer narrative:
The subject device was returned to olympus winter and ibe for eval. The eval confirmed that the ptfe pad of the device was worn at the distal end and the probe broke. In addition, the sheath of the subject device was bent. Considering the eval result of the subject device, olympus concluded that the ptfe pad was worn since the surgeon continued the activation of the device while there was no tissue between probe and the ptfe pad. The probe likely broke since the probe contacted the other part of the device due to the bent. The bent possibly occurred due to excessive force during the use by the user facility. The instruction manual of sonosurg mentions warning and caution; "grasp tissue with the entire grasping surface when resecting. Parts of the surface that are not grasping tissue may wear between the grasping section and the probe tip. In particular, avoid output when tissue is grasped only between the probe and the tip of the grasping surface. When it is activated in this condition, the temperature of the space between the grasping section and the probe becomes high. Then the probe may get damaged or falls of." Do not activate ultrasonic output while twisting the insertion section to grasp hard or thick tissues or turning the rotatable knob. The probe could contact (B)(4).

Event description:
Olympus was informed that during an uncertain procedure, the ptfe pad of the subject device was deformed. There was no pt injury reported.